Event description:
The customer reported that they could not complete a full seal even though an end tone, indicating a completed seal cycle, was heard. Bleeding was described as minimal. Another device was used to complete the procedure and there was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.